Manufacturer narrative:
The field service engineer (fse) checked solenoid valves and the washing station and replaced tubing, adjusted the gear pump, adjusted the sample probe, and replaced rinse tubing. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) changed the lamp, the cuvettes, the water tank, and the sample probe. The fse also identified an issue with the cell washing station. The investigation is ongoing.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 3 patient samples on a cobas 8000 c702 module. For sample 1, the initial crep2 result was 827.5 umol/l. The repeat result was 78.3 umol/l. For sample 2, the initial crep2 result was 1295.5 umol/l. The repeat result was 420.7 umol/l. For sample 3, the initial crep2 result was 1889.2 umol/l. The repeat result was 44.4 umol/l.